Event description:
It was reported that a minicap transfer set leaked from an unspecified location. The transfer set felt wet. This occurred during drain five of five of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.